Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33 and displacement tests. No prime fill anomaly noted. The insulin pump was received with broken belt clip slot and minor scratches on lcd window.

Event description:
No blood glucose levels reported. The customer reported being unable to get out of the filling screen on the insulin pump. The customer explained that they were unable to exit the prime loop for the insulin pump. Troubleshooting was done. The customer was instructed on how to exit the prime loop. The insulin pump did not exit the prime rewind loop of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.